Manufacturer narrative:
The customer reported that the unit was unable to acquire 12-lead ECG. A philips field service engineer evaluated the device and resolved the issue by replacing the ECG connector.

Event description:
The customer reported that the unit was unable to acquire 12-lead ECG.